Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed resistance/impedance increase. The ventricular pace bi impedance = 798 to 1007 ohms.

Event description:
It was reported that the right ventricular (rv) lead pace/sense impedance trend shows a slow steady linear impedance rise without fluctuations. It was also reported that no reprogramming or surgical intervention have been done, or are planned unless values begin to increase. The patient will be monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.